Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the patient received inappropriate shocks due to oversensing on the device. Device replacement is anticipated and the patient was stable with no consequences.